Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient's stimulator was turned off in the office prior to an unrelated surgery. The caller stated now the patient was home and they were trying to turn the therapy back on but reported they were not able to get connected with patient's implant to do so. The caller reported the app was unable to locate the stimulator. Walked the caller through how to connect with implant on the call. They initially reported getting device not responding despite repositioning communicator multiple times. They confirmed communicator was not plugged into charging cord on call. Reviewed general use of handset and communicator. The caller denied any recent falls/trauma to implant site. They stated they believe the therapy was deactivated by a manufacturing technician prior to patient having an unrelated shoulder surgery. The caller denied using electroca utery during the surgery. Reviewed general implant location with caller and repositioning of communicator. They reported they were unable to palpate implant and stated they can't feel it at all. Caller stated they think they are placing communicator in the same spot they always have. Caller continued palpating skin and confirmed eventually able to locate implant. Caller stated implant is very small. Caller successfully connected with patient's implant. Caller successfully turned therapy on and increased stimulation to a comfortable level. The issue was resolved through troubleshooting.